Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd micro-fine¿+ pro pen needle the device was unable to deliver the medication. The following information was provided by the initial reporter. The customer stated: "the drug solution didn't come out."

Manufacturer narrative:
H6: investigation: two open 32g x 4mm pen needle samples and one photo were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photo and a broken non patient end of cannula was observed on both samples. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported when using the bd micro-fine¿+ pro pen needle the device was unable to deliver the medication. The following information was provided by the initial reporter. The customer stated: "the drug solution didn't come out."